Event description:
The patient was implanted with left and right ventricular assist devices in (B)(6), and has since been transferred to the (B)(6) center. Approximately 4 months post-implant, the perfusionist in (B)(6) noticed a thrombus formation inside of the rvad pump and a decision was made to exchange the pump. The perfusionist informed the manufacturer that the patient's right heart had a good ejection fraction resulting in the poor filling of the rvad device. However, the surgeon proceeded with a pump exchange as he did not want to wean the patient and wait for a donor heart as a first option.

Manufacturer narrative:
Additional information provided by the chief perfusionist at (B)(6) indicated that there was no device malfunction and the pump exchange was related to the partial recovery of the patient's right heart. The patient remains on bi-bad support awaiting a heart transplant. According to the information received, the explanted pump is not available for evaluation and will not be returned to the manufacturer. Therefore, the exact cause of the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.